Event description:
It was reported that during a lap sleeve gastrectomy procedure, on the third firing, the surgeon placed powered echelon flex on the stomach, waited fifteen seconds and fired the device as indicated. Two-three staples at the distal staple line did not form at all. The staples appeared to miss the anvil entirely. The two inner rows appeared to form correctly. The surgeon over sewed the staple line with a 2.0 vicryl. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.